Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's ( aecm) active exhalation control module was replaced to address the issue. The inlet air path assembly and removable air path foam was replaced per remediation. The aecm will be sent to the (pil) philips investigation lab for further investigation. A follow-up report will be submitted when the manufacturer's investigation is complete.